Manufacturer narrative:
Issue: the head section will raise, but you have to push the button twice for it to raise. Replaced the hydraulic the to resolve this issue.

Event description:
Info received that the head section will raise, but you have to push the button twice for it to raise. No injury reported.